Event description:
It was reported that post a stenting treatment procedure, a blockage occurred. The 80% stenosed lesion was located in a left anterior descending artery. A 2.25x20mm taxus liberte' atom stent was implanted in the lesion. No patient complications were reported. 5 weeks after implant, the patient reported that the taxus liberte' stent was "blocked" and a 2.5x15mm promus stent was implanted in the lesion. 5 weeks post promus stent implant, shortness of breath and chest discomfort were reported. The patient is current prescribed 75mg plavix, 25mg metoprolol and 81mg aspirin daily. The symptoms are reported to be continuing.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).